Event description:
It was reported that the pump gave an alarm immediately after being turned on for medication delivery. After checking the cassettes, it is visible that the pipe at the top of the cassette was placed incorrectly, so that the supply of vital medication was not be guaranteed. No patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).